Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) suspected that the daily impedance measurement was taken during an ablation procedure, and the electromagnetic interference (emi) affected the measurement. It was noted all measurements were stable prior to this measurement. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) suspected that the daily impedance measurement was taken during an ablation procedure, and the electromagnetic interference (emi) affected the measurement. It was noted all measurements were stable prior to this measurement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. It was confirmed the low out of range shock impedance measurement was caused by emi. It was also confirmed by the physician that the patient's shock impedance measurements were back in range. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.